Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 5 months post-implant, it was reported that the pt suffered a massive subarachnoid hemorrhage (sah) and expired. It was also reported that one week prior the pt had febrile; however, the pt had no other symptoms.